Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit (MFR report #3005099803-2013-11514) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-11035) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain, suffering, emotional distress, disfigurement, vaginal infections, and pain during intercourse. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; his information is as follows: dr. (B)(6).